Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist was unsuccessful in reaching the patient for follow up questions and so the complaint was classified information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began at 6:15 p.m. On (B)(6) 2012. The reporter claimed that the patient obtained a blood glucose result of "91 mg/dl" with the subject meter and within 30 minutes obtained a result of "122 mg/dl" on another ultramini meter. Based on statistical methodology the calculated difference of these two results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The reporter mentioned that the patient manages her diabetes with insulin (no adjustments) and stated that she continued to give her normal insulin doses despite the alleged issue starting. The reporter stated that the patient began to feel cold, sweaty, and "act like she was drunk" at an unspecified time. The reporter informed the cca that the patient was treated at the time the alleged issue began with food and/or drink by her health care provider (hcp). At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and the patient was using an approved sample site. The issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the reporter claims that the patient obtained inaccurately high results on the subject meter and developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the reporter stated that the patient was treated by her hcp as a result of the alleged issue.

Manufacturer narrative:
Device evaluation: the meter involved ion this complaint has/have been returned and evvaluated by product analysis on ((B)(6) 2012 ) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint a follow up reporte will be submitted. At this time lifescan considers this matter closed.